Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that they experienced a high blood glucose as well as insulin pump received power loss alarm and replace battery alarm. The blood glucose level was 400 mg/dl. Customer¿s blood glucose level was 442 mg/dl at the time of incident. Customer current blood glucose level was 425 mg/dl. Customer¿s mother stated that they did not receive a power loss alarm. Customer¿s mother also stated that they did not receive a low battery alert prior to the replace battery now alarm. The product will not return for the analysis.